Manufacturer narrative:
(B)(4). Foreign source- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip surgery, the impactor pad on the back of the broach handle broke upon impaction. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the strike plate to be fractured from the handle body. Impact marks were observed on all sides of the handle body and strike plate. The distal end of the handle is scuffed and scratched consistent with a multiple use instrument. Sem analysis confirmed the material of plate, body & weld materials is consistent with 17-4 stainless steel alloy, and confirmed the failure mode for the broach handle is tensile overload failure of the welded strike plate. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.